Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: lumbar laminectomy and foraminotomy. L4 and l5 with decompression of bilateral l4 and l5 nerve roots, posterior lumbar interbody fusion, insertion of 10mm peek cages, l4-5; posterior intra-transverse fusion, l4-5; non segmental pedicle screw instrumentation, l4-5, spinal USA 6.5 x 40mm poly-axial screws; use of local bone graft for spine fusion, augmented with bi-osteric and small rhbmp-2/acs kit; for pre-op diagnosis of: lumbar spondylolisthesis, degenerative at l4-5 with stenosis. Per-op notes: ".. A small rhbmp-2/acs kit had been prepared and gel strips were morslized and combined with 20cc of bi-osteric and with the residual local bone graft and these were placed in equally divided amounts in the intratransverse regions bilaterally. Final a/p and lateral fluoroscopic images were obtained which showed the cages to be in good position and local bone graft in good position.. No complications were reported.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.